Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, after positioning the electrode within the lung, the array was extended. However, when extended, the tines were found to be twisted and tangled. The array was retracted, the electrode was removed, and the procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.